Event description:
The customer reported that although they believed shocks were delivered to a patient the event summary stated that the shocks were aborted. The outcome of the patient has not yet been reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.